Manufacturer narrative:
The analysis on the standalone board was completed by medtronic personnel. Testing found that both fuses within the board failed testing and that there was no output voltage.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and while troubleshooting the generator issue, a defective stand-alone board kept blowing f4 and f10 fuses and the x-ray ssr relay. The parts were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that outside of a procedure the site was unable to boot up the imaging system. The system initially booted up fine, and it was then turned off and moved to the hospital wing with the or. When attempting to boot the system back up it would not finish booting up. The system was restarted three times and was unable to clear past the "initializing please wait" screen. The radiation icon would not pass initializing. There was no patient present when this issue was identified.